Manufacturer narrative:
The insulin pump was received with a button with intermittent response due to a flattened button dome switch. No button error alarm was noted during testing. The insulin pump had the following physical damage: cracked reservoir tube lip, cracked battery tube threads, case cracked at a display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error that she was unable to clear. The patient's blood glucose at the time of incident was 126 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she was in a wedding and wearing the pump inside of very tight clothing. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.